Event description:
The hosp reported that during the saphenous vein harvesting procedure, the surgeon could not get the bipolar to work. The case was converted to the conventional open method. No additional pt complications were reported.